Manufacturer narrative:
Additional information was received that the lead revision procedure was performed to maintain stimulation. The old leads were found to have high impedances.

Event description:
A report was received that the patient underwent a revision procedure for an unknown reason.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-3400-30 serial #: (B)(4) description: infinion splitter 2x8 kit (30 cm) model #: sc-2316-50 serial #: (B)(4) description: infinion 1x16 perc lead kit (50 cm).

Event description:
A report was received that the patient underwent a revision procedure for an unknown reason.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model: sc-2316-50 serial/lot: (B)(4) description: infinion 1x16 perc lead kit-50 cm model: n/I serial/lot: n/I description: infinion 1x16 perc lead kit-50 cm model: sc-2352-50 serial/lot: (B)(4) description: linear 3-4 lead, 50cm additional information was received indicating that three leads were replaced during the revision procedure due to high impedances. A review of the manufacturing documentation for the leads revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
A report was received that the patient underwent a revision procedure for an unknown reason.